Event description:
The ted12 was used during a laparoscopic hernia repair. Upon initial insertion with liberal lubrication, the balloon was attempted to be inflated. The device would not inflate. After inspecting the balloon it was noticed the balloon had tore. A second ted12 was used to complete the case. The first device was not saved. There was no consequence to the patient. Rpo 4/11/97 the balloon was lubricated with ky-jelly and suture was used for retraction.